Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an ipg on (B)(6) 2010. It was reported, the pt experienced a heating sensation at the ipg site during recharging and after which the ipg reportedly became nonfunctional. Surgical intervention was undertaken to replace the ipg. Effective therapy was recaptured for the pt following the procedure.